Event description:
A customer observed higher and lower than expected vitros amon quality control results on a vitros 5600 integrated system. Values of 184.9 and 183.4 mmol/l were obtained from the vitros lpv I fluid versus the expected value of 46.0 mmol/l. Values of 328.7, 312.9, 236.9, and 157.3 mmol/l were obtained from the vitros lpv ii fluid versus the expected value of 197.0 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run for vitros amon while quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that higher and lower than expected vitros amon quality control results were obtained on a vitros 5600 integrated system. Results of precision testing suggested that the vitros 5600 integrated system and vitros amon lot 1013-0227-8445 were performing as expected at the time of the event. The customer was not consistently preparing the vitros lpv control fluids in accordance with the instructions for use. After implementing the correct protocol, acceptable vitros amon quality control performance was observed. The most likely root cause of this event is user error due to improper control fluid handling. The investigation determined that an instrument or reagent malfunction was unlikely.